Event description:
It was reported that the patient had presented to the emergency room very lethargic on (B)(6) 2015. The patient had informed the medical staff that their pump had a history of malfunctioning and that the pump had been recently refilled. A pump interrogation was requested. This device system delivered baclofen. Additional information was requested to clarify event details of the malfunction and lethargy, troubleshooting, resolution and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID; 8703, lot# j93122401, implanted: (B)(6) 1993, product type; catheter. (B)(4).